Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump delivered too much insulin to the customer, causing his blood glucose levels to drop to 18 mg/dl. The customer was sweating profusely and seizing. The customer was treated by his son with glucagon, and recovered. Nothing further was reported.